Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/08/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with redness and infection underneath sensor pod area only. The patient went to the hospital on (B)(6) 2024 and was diagnosed with staphylococcus infection. At the hospital, they performed an incision and drainage and the patient was treated with intravenous (IV) antibiotics. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.